Event description:
It was reported that during service and repair pre-testing, it was discovered that the console device would not turn on. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. An assessment was performed which determined that the device did not power on. Therefore, the reported condition was confirmed. It was determined that the power supply connector harness to the main board was not connected properly due to improper wiring. The assignable root cause was determined to be improper wiring which is indicative of misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.